Event description:
Pt reported burning, pain, and redness after rinsing her contact with unneutralized clear care solution and inserting it into her right eye. Four hours after exposing her eye to the solution the pt went to the emergency room. Medical records from the ER visit were provided for review. The pt was diagnosed with chemical conjunctivitis and was prescribed alcaine eye drops, lortab 5/325 mg, and erythromycin eye ointment for five days. The corrected visual acuity in her right eye was 20/70. Following the event, the pt reported missing two days of work due to blurred vision and pain in her right eye. On (B)(6) 2010 follow-up information from the complainant was received. The pt reported that she resumed contact lens wear 72 hours after the incident and that the condition of her eye was improving. The pt further reported that a follow-up visit with her eye care provider was not attempted.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. This event is likely attributed to user error. The clear care package insert instructs users "do not put clear care cleaning and disinfecting solution on your lenses and insert directly into the eye". (B)(4)